Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. D4:unique identifier (UDI) d8:. Was this device serviced by a third party? H4:device manufacture date. Evaluation summary: it was determined that the cause was that the image output port of the processor failed to output the image. The device was repaired by the third party and returned to the hospital.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
During examination, the device could not collect the image. The user contacted the device department for repair. This event occurred at the time to during use. There was no report of patient harm.